Event description:
It was reported that during setup at the healthcare facility, a caster was found to have broken off on a navigation system cart. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
The device was repaired at the healthcare facility by a field service technician.